Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed along with corrosion as a result of a material analysis. Method & results: device evaluation and results: a visual inspection of the returned device confirmed that the device had fractured. A material analysis concluded; the stem fractured in fatigue with the final fracture occurred in overload. The fracture occurred at or near the location of the prehension hole. Two samples of debris were observed on the stem trunnion. The ceramic head likely fractured due to an overload condition from internal hoop stresses. A circumferential metal transfer ring was observed at the proximal end of the taper. Debris was also observed on the head taper. Eds showed the stem was consistent with astm f1586 alloy, the samples of debris from the stem were consistent with chromium oxide, iron oxide, a corrosion product, biological material and the stem base alloy, and the debris from the head was consistent with chromium oxide, a corrosion product and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a material analysis concluded crack/fracture and corrosion however the root cause could not be determined. Further information such as pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The customer reported that the exeter stem broke at the neck. It had been in situ for 7 years and was revised because it had broken

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the exeter stem broke at the neck. It had been in situ for 7 years and was revised because it had broken